Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Magnetic resonance imaging (MRI) showed the gel was misplaced in the serosa with some placed deeper in to rectal layers, deep in to the rectourethralis muscle inferior to the apex. The gel potentially formed in the needle tracks from fiducial marker placement. There were no patient complications reported as a result of this event.